Event description:
The customer reported a bloody fluid leak of approximately 1ml from the manual probe of a coulter lh 500 hematology analyzer during routine operation. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The instrument was considered inoperable and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The service request was canceled by the customer. Per conversation with the customer on (B)(4) 2015, the customer discovered that instrument tubing was blocking the movement of the probe wipe, causing the leak. The customer moved the tubing away from the probe wipe, resolving the issue. It is unknown how the tubing shifted to block the probe wipe. (B)(4).